Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and the customer reported complaint was not replicated nor confirmed. Additional observation not reported by site was also identified: the 30-degree endoscope shaft bearing had friction issue.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. However, the analysis is not yet completed. Follow-up MDR will be submitted with failure analysis findings.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope had an inverted image. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.